Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was flushed with an emerald syringe after the insertion, but something was loose in the catheter that caused blood to leak out onto the nurse's hands. The following information was provided by the initial reporter: "after insertion, the port was flushed with a size 5 ml emerald syringe after in given 2 ml saline it seams like something went loose inside the catheter and immediately leaking blood from the port. Blood running out from the prot and the nurse got blood allover his hands."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-07-03. H.6. Investigation summary: one video, one used sample, and fourteen representative samples were received by our quality team for evaluation. From the video, it was observed that there was leakage and the valve moved. From visual inspection of the used sample, the valve moved towards the cannula hub luer side. The fourteen representative samples were subjected to visual inspection, valve injection test, and catheter adapter leak test. These samples passed the inspection criteria and no abnormality was observed. From the video and used sample, the customer experience was confirmed. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the injection valve moving within the cannula hub. A trend for the moving injection valve has been observed for this product line. CAPA 1379444 has been initiated to address this issue to further determine the reason for the moving injection valve in the venflon pro safety so that a fix can be made to further prevent this issue. H3 other text : see h.10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was flushed with an emerald syringe after the insertion, but something was loose in the catheter that caused blood to leak out onto the nurse's hands. The following information was provided by the initial reporter: "after insertion, the port was flushed with a size 5 ml emerald syringe after in given 2 ml saline it seams like something went loose inside the catheter and immediately leaking blood from the port. Blood running out from the prot and the nurse got blood allover his hands".